Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the mid left anterior descending artery with moderate tortuosity and mild calcification. The 2.5 x 15 mm trek dilatation catheter was advanced to the lesion without resistance, but the balloon ruptured at 9 atmospheres during the first inflation. The trek was replaced with an unspecified device which was used to continue the procedure without issue. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.